Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
It was reported that the patient experienced soft tissue complications and developed an mrsa infection at the implant site. The patient was treated with antibiotics (type and date not reported). Subsequently, the abutment was removed.